Manufacturer narrative:
This report is submitted on july 12, 2017.

Event description:
Per the clinic, the patient experienced pain with device leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.